Manufacturer narrative:
(B)(6). This MDR is a result of an investigation: the complaint of an open unit package was confirmed and the cause appeared to be packaging related. One 20g insyte autoguard unit from lot #3167250 was provided for investigation in open packaging. The top web packaging was completely separated from the bottom web packaging. Adhesive transfer was evident due to the white residue around a majority of the bottom web flange, which indicates areas where the top web was sealed to the bottom web. The adhesive transfer was noted to be incomplete, which indicates that the unit packaging was likely shipped outside bd control with an open seal. During manufacturing incomplete seal or partial seal may occur due to incorrect parameters when activating the heater. An incomplete seal may also occur if there is particulate or a product in the seal area (distal end on this unit) and seals dies or gaskets get damage (proximal end). No damage or defects were noted on the returned insyte autoguard device. The appropriate manufacturing personnel were notified of this complaint. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd insyte autoguard. The following information was provided by the initial reporter, translated from spanish to english: when I was preparing the supplies for a load, I noticed that catheter no. 20, which I took out of the box, was uncovered". Additional information received on : 27 dec 2023; is the packaging damaged or open? Ans: the packaging was in good condition; it was the container that was open.

Event description:
No additional information.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: insyte autoguard. Device failure: package damaged.